Event description:
Terumo medical corporation received the following reported information: during the embolization of a splenic aneurysm, and after several flushes (5), it became impossible to advance the guidewire. The micro-guidewire would not glide inside the microcatheter. The equipment had to be changed three times. The patient was not harmed.

Manufacturer narrative:
D2a: catheter, continuous flush. D2b: kra. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: biomedical engineer. G4: 510k: k033913. The returned devices were a progreat catheter (the actual catheter) and an integrated guidewire (the actual guidewire). They had been combined. When the actual catheter was primed and the actual guide wire was tried to be removed, although there was resistance, it was possible to remove it. Combination test: the actual guide wire was inserted from the hub side of the actual catheter. Although there was resistance from the time of passing through the anti-kink protector, it was possible to be inserted. The actual guide wire was inserted from the distal side of the actual catheter. It was possible to be inserted without resistance over the entire length. Appearance confirmation: [actual catheter]: it had been crushed at approximately 300mm from the distal end. No anomaly such as an abrasion was found in the crushed part. It had been abraded over approximately 595mm to approximately 610mm from the distal end. No anomalies such as crushes or kinks were found in other parts. The reinforcing coil had been jumbled inside the anti-kink protector. Foreign matter was found within the lumen of the jumbled part of the reinforcing coil. The lumen had been narrowed at the crushed part at approximately 300 mm from the distal end. No anomaly such as obstruction was found in other lumens. Disassembled the anti-kink protector. The catheter had been buckled at the involved part. Black substance was observed at the buckled part. The black foreign matter was thought to be the outer layer coat of the guidewire. [Actual guidewire]: no anomaly such as a kink was found over the entire length. It had been intermittently abraded over approximately 390mm and approximately 1480mm from the distal end. It had been abraded towards the distal end at approximately 1450mm from the distal end. No anomaly such as abrasion was found in other parts. Function confirmation: the outer diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The inner diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The outer diameter of the actual guidewire (normal part): it met the factory's specification. No anomaly was found. Lubricity confirmation (hand sensory): the lubricity was confirmed after putting the actual guide wire in water. It was caught at approximately 800-830 mm from the distal end. Simulation test: the following simulation test was performed in the past. 1) the guide wire was forcefully removed with insufficiently priming using a factory-retained progreat, which caused resistance. 2) the guidewire was continuously removed under resistance and it became buckled in the vicinity of the adhesive joint between the catheter and the hub inside anti-kink protector. It was thought to be similar to the actual catheter. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, as one of the possibilities, it was inferred that this case was caused by the following mechanism. When removing the actual guide wire, due to insufficient priming, the frictional resistance between the inner surface of the actual catheter and the outer surface of the actual guide wire increased, and resistance occurred. Since the guidewire was continuously removed, under the condition of 1, it became buckled and the outer layer coat peeled off in the vicinity of the adhesive joint between the hub and the catheter inside the anti-kink protector. Resistance occurred due to buckling in the catheter, temporarily causing the actual guide wire to become stuck. Relevant instructions for use (IFU) reference: "if any resistance is felt while removing the guide wire, do not remove the guide wire by force. The resistance may indicate insufficient lubricity of the guide wire. Flush the catheter again with heparinized saline solution. If any resistance is felt while removing the guide wire, do not remove the guide wire by force. Drawing back the guide wire against resistance may cause the catheter kink. Carefully remove the guide wire together with the catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.